Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to product performance issue. This ICD has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.